Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Olympus troubleshot the event with the customer. The light source clv-190 was not registering the narrow band imaging. The subject device (cv-190) where the image enhancement 1, 2, and 3 the option was highlighted but it could not be changed. The option for iris could not be switched off peak. The white balance was not working and there was no image on either monitor. Both devices were power cycled on the tower, unplugged for over 30 minutes and it did not resolve the issue. Both the clv-190 and connections on both sides were reseated. The cv-190 digital visual interface signal out to the high-definition multimedia interface port 1 input on lg monitor were also reseated. When the customer reseated all video and light source cables on both side and power cycled the devices again, an image appeared, and the issues were resolved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the evis exera iii video system center and clv-190 displayed no image and the control panels on both units were unresponsive. There was no report of patient harm associated with this event. Related patient identifier #: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.